Event description:
A male pt was treated with a urethral bulking implant following a radical prostatectomy that had rendered the patient incontinent. Eighty percent control was achieved on the first session. On re-treatment at the patient's request, the doctor observed a small bit of erosion during cystoscopy. The exposed material was scraped away during the cystoscopy and patient reportedly had good continence. The patient was previously treated with a competitor's bulking agent. No further complications have been reported.